Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was discovered to be broken on (B)(6) 2017; however it is unknown when the device was actually broken. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture/release to warehouse dates: jul 20, 2015, jul 28, 2015, and jul 29, 2015. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) hand procedure on (B)(6) 2017, it was discovered that one screwdriver shaft had a twisted tip and a second screwdriver shaft had a tip that had broken off. It is unknown when the tip had broken off. An alternative screwdriver was used to complete the procedure. There was a surgical delay of approximately five (5) minutes due to the reported issues. There was no reported patient harm and no report of the broken tip being retained in the patient. This report is 1 of 1 for (B)(4).